Manufacturer narrative:
It was reported that the patient has an aseptically loosening stem that is cemented in and not making good contact with the bone. Additionally, the patient has a small bone fracture near the tip of the stem. The patient was designed with personalized case, as the surgeon requested a longer tibial stem for these reasons. The reported loosening and bone fracture were confirmed from the images provided by the field. Device information (part number and lot number) could not be identified; therefore, device history records and nonconformance records could not be reviewed. The complaint device was not returned for evaluation; therefore, further analysis could not be conducted. The root cause of this event could not be determined based on available information. The onkos surgical IFU and surgical technique documentation identifies elements such as patient contraindications, patient selection factors, surgical procedures/techniques and other precautions/conditions that may contribute to adverse effects.

Manufacturer narrative:
Additional information is not available at this time. Once additional information is recieved, a supplemental will be filed accordingly.

Event description:
It was reported that a patient implanted with eleos limb salvage system is experiencing an alleged stem extension loosening. Additionally, the patient bone fracture near the tip of the stem extension can be seen. This event will be reportable to the FDA as a serious injury due to the patient requiring a revision surgery.